Event description:
Potential safety issues: clinician bolus dose auto-scrolls: we have clinician bolus dose limits of 0-2ml with a hard max of 3ml. When entering a clinician bolus dose, if the user scrolls to the bottom of the range to give a small dose the hits the down button one more time, the pump dose auto-scrolls from 0ml to the max of 3ml resulting in an over-dose. This could result in a user accidentally delivering the max clinician bolus dose when they were attempting to give a small bolus dose. If you scroll to the top of the dose range, 3ml, then hit the up arrow once more, the pump will auto-scroll to the bottom of the dose range resulting in an under-dose. When a user gets to the top or bottom of the range and attempts to go one higher or one lower, the pump should remain at the top or bottom, not auto-scroll to the min or max dose. The pump doesn't have this auto-scrolling behavior on the continuous dose entry screen. Pcea lockout period auto-scrolls: the pcea lockout interval entry window has the same auto-scrolling behavior as the clinician bolus window. When you are at longest time interval and hit the up arrow once more, the pump takes you automatically to the lowest time interval resulting in an over-dose. When you are at the shortest time interval and hit the down arrow, the pump takes you automatically to the highest time interval resulting in an under-dose. When a user gets to the top or bottom of the range and attempts to go one higher or one lower, the pump should remain at the top or bottom, not auto-scroll to the min or max pcea lockout period. Pcea 1 hour limit: the 1 hour limit entry window has the same auto-scrolling behavior described above. Software engineers should evaluate all the entry windows and ensure there aren't other entry windows with this same behavior. Anti-free flow device- we are testing tubing 21-7339-24 and 21-7324-24. Both are shipped with a blue clip engaged on the tubing. When the blue clip is engaged, the tubing allows free flow. If a user connects the tubing to a bag and the patient the tubing allows free flow by default. The user has to remove the blue clip in order to prevent free-flow. Users feel that they should not have to take action to prevent free-flow. The tubing by default should prevent free-flow. If the user needs free-flow (i.e. Priming tubing), they should have to take action to engage free-flow. The tubing would be safer if it was shipped without the blue clip engaged. The blue clip also is confusing for end users. When you see a clip or clamp on tubing, you assume when it is engaged that it will prevent free-flow. This blue-clip is opposite in that when engaged it allows free-flow. Manufacturer response for epidural pump, cadd-solis 2110 (per site reporter): they will look into it. Manufacturer response for epidural tubing, cadd yellow striped admin set (per site reporter): they will look into it.